Event description:
(B)(6) 2014 - patient had his hickman cvc replaced back in (B)(6) 2014. He had bactermia.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyc1532 showed no other similar product complaint(s) from these lot numbers.